Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported that the device did not cool as expected and there was no ice in the tank. The device was not change out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Other (device not returned).